Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The 'pump not delivering dosage' was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a different dosage than programmed during therapy. The device was programmed to deliver oxytocin at a rate of 32 ml/hr (dose and programmed amount unknown) in the labor and delivery department. There was no known patient injury or medical intervention associated with this event. It was also reported that the customer biomedical services tested the device at 32 ml/hr and the device delivered 16ml within a half hour. No additional information is available.